Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. From the x-ray: - the ventricular lead looks to be well positioned at the apex of the right ventricle - the atrial lead is not in right appendage and the curve of the atrial lead may be positioned on the tricuspid valve. Both lead impedances are low on dec 4, 2023. We recommend to ask the patient to come for an extra follow-up to check the functioning/integrity of the pacing system ¿ recover the x-ray at implantation to compare it with the x-ray that you sent me ¿ perform extensive sensing and pacing thresholds tests in the atrial and ventricular channels, in both bipolar and unipolar configurations. ¿ same real time impedance, sensing and pacing tests could be conducted while performing provocative manoeuvres (valsalva, moving the arm, breathing deeply, manipulating the case / header ¿) ¿ depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the connection, integrity

Event description:
A technical question was logged for this case before (on 05/12/2023): the patient was hospitalized due to a symptomatic tachycardia on (B)(6) 2023. ECG showed a tachycardia with cycle length=460ms. Because of a suspected vt an eps was performed. During programmed stimulation a fast pacing of the ventricle was induced several times (see 20231204_142100.jpg). A retrograde conduction with a va interval of 125ms was also observed during the eps. Different pacing parameters were tried. In the end the patient was programmed to ddi. Please not: smoothing was off, rate response was off. Files from previous fus are also attached. A pacemaker induced tachycardia is suspected. The patient was reprogrammed from safer to ddi. Why did the pacemaker pace at the high frequency? What programming changes are recommended?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A technical question was logged for this case before (on 05/12/2023): the patient was hospitalized due to a symptomatic tachycardia on (B)(6) 2023. ECG showed a tachycardia with cycle length = 460ms. Because of a suspected vt an eps was performed. During programmed stimulation a fast pacing of the ventricle was induced several times. A retrograde conduction with a va interval of 125ms was also observed during the eps. Different pacing parameters were tried. In the end the patient was programmed to ddi. Please not: smoothing was off, rate response was off. Files from previous fus are also attached. A pacemaker induced tachycardia is suspected. The patient was reprogrammed from safer to ddi. Why did the pacemaker pace at the high frequency? What programming changes are recommended?

Manufacturer narrative:
The review of provided data confirmed the highlighted atrial and ventricular lead issues, therefore both atrial and ventricular leads were added to the complaint. The device history report of both leads shows that all production steps had been performed in accordance with the procedures. The lead met all the requirements of the specification at inspection before release. On 4 december 2023, the atrial and ventricular leads detect the same signal, originating from the right ventricle and the atrial and ventricular impedances are low. This could be related to lead-to-lead abrasion since both leads may be in contact. In addition, the pacemaker has turned at least 120 degrees counterclockwise since the implantation. This could be the start of the twindler syndrome. No general malfunction is suspected on the subject pacemaker device. This case is retained and utilized for trend purposes.

Event description:
A technical question was logged for this case before (on 05/12/2023): the patient was hospitalized due to a symptomatic tachycardia on (B)(6) 2023. ECG showed a tachycardia with cycle length=460ms. Because of a suspected vt an eps was performed. During programmed stimulation a fast pacing of the ventricle was induced several times (see (B)(4)). A retrograde conduction with a va interval of 125ms was also observed during the eps. Different pacing parameters were tried. In the end the patient was programmed to ddi. Please not: smoothing was off, rate response was off. Files from previous fus are also attached. A pacemaker induced tachycardia is suspected. The patient was reprogrammed from safer to ddi. Why did the pacemaker pace at the high frequency? What programming changes are recommended?